Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated a vns pt had high lead impedance readings at an office visit. The rptr disabled the vns and the pt has been referred for vns revision surgery, but a surgery date has not been set. No pt trauma or device manipulation was admitted.